Event description:
A power on reset (por) error code was reported. It was noted that patient has not been around any type of equipment that would cause por. Patient was showing a warning por on programmer and needs a physician to help reset the device. The patient called later again reported the same complaint of showing a warning por on programmer and needs a physician to help reset the device. The patient family member called few days later and stated patient por had not been corrected yet. There was none symptom reported. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported that the patient's friend/family member was still trying to arrange a time to clear the por. The patient was still looking for a new healthcare provider. Additional information received reported that the patient was going to meet a manufacture representative at their physician's office.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.